Manufacturer narrative:
The actual device is not available for evaluation, however a picture of the used device is available and will be evaluated. Evaluation is not yet complete.

Event description:
The event involved a safeset-transpac in which the reporter stated that the syringe broke off safeset transducer line during use on patient. The set was not used with medication. There was patient involvement, however, there was no adverse outcome reported as a consequence of this event.

Manufacturer narrative:
Corrected information in b1 section.

Manufacturer narrative:
The reported complaint of syringe broken from the transducer line was confirmed. No sample was returned for evaluation. However, an image was provided by the customer showing the syringe being separated from the stopcock. Without the return of the reported sample a probable cause could not be determined. A device history review could not be performed as the lot number was not provided.